Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
--

Event description:
Boston scientific received information that this device was explanted due to an end of life battery status. The physician reported that the battery depletion duration from the most recent follow-up, to ert status, was not as indicated based on a patient's most recent interrogation data. The explanted device will be returned for a post market longevity evaluation. Another device was implanted with no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker paced and sensed normally and exhibited normal impedance measurements. Laboratory analysis determined that this device declared ert earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation.

Event description:
--

Manufacturer narrative:
--